Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s stimulation was aggravating in their right thigh after a total hip replacement surgery. It was noted that this was due to programming and the last interrogation prior to this was (B)(6) 2018. It was also noted that the patient was not using their stimulator at their hcp visit on (B)(6) 2018. The patient was reprogrammed to a hd program to relieve the aggravating feeling and to provide more pain coverage for their lower back. On (B)(6) 2018, the patient indicated that, after the reprogramming, the right thigh sensation had resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the total hip replacement surgery occurred in (B)(6) 2018. No further complications were reported/anticipated.